Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(4) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was occasionally undersensing atrial beats noted on stored electrograms (egm). The lead is still in use. No patient complications have been reported as a result of this event.